Manufacturer narrative:
We received this information through a survey, but we did not receive any customer or product information. Because of this we could not follow up or further analyze the claim. We could not confirm the alleged product malfunction without customer or product information; therefore we cannot follow up for confirmation. We reviewed recent cases and found no similar issues reported by customers in this region during the stated timeframe.

Event description:
Philips received a complaint on the intellivue mmx indicating that there is an issue of inaccurate pulse rate measurements derived from spo2 that is being attributed to poor perfusion of the sensor site. The customer changed the measurement source to resolve the issue. The device was in use on patient at time of event; there was no adverse event reported.